Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: therapeutic range: 2.0 - 3.0. The pt's coumadin was held and also administered vitamin k 10mg injections from (B)(6) 2014 - (B)(6) 2015. The nurse reported that the pt was stable and doing well. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.